Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right swollen lymph nodes, and implant site fluid collection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an asian female patient underwent breast augmentation procedure with a 325cc mentor memorygel breast implant on the left side, and with an unknown size unknown gel device on the right side and experienced left side breast implant rupture, left breast cyst, left side deformity, bilateral swollen lymph nodes, and bilateral implant site fluid collection. As a result, the devices was explanted on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On may 19, 2022, per paperwork received with the left side device, date of explant has been updated to (B)(6) 2022 under field d6b. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).